Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was born in 1945. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced an infection on the peg site. Oral antibiotic treatment was started by the patient on (B)(6) 2015. The device remains in use. The patient's condition was reportedly "back to normal" after the issue was rectified.